Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of high blood glucose of 493mg/dl and corrected with a bolus. The customer indicated that their doctor has been contacted about their pump settings. The customer indicated that their blood glucose levels went back to a normal range. No further details given.